Manufacturer narrative:
Technician found the brakes would hold but swivel. Replaced the brake casters to resolve this issue.

Event description:
Complaint alleged that the brake caster will hold but will swivel. No injury alleged.